Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while dissecting around the gallbladder during laparoscopic cholecystectomy, the distal part of the black shaft had damaged from hot tip, and the black sheath was loose from the shaft. It was reported that they performed an additional operation to correct the issue. They used another device to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The distal end of the sleeve was observed to be partially melted and charred. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the tip of the device contacts conductive irrigation fluid or other conductive material such as metal, causing a large discharge of energy. The instructions for use (IFU) for the device clearly states in numbers six and seven respectively: ¿when using electrocautery, ensure that the outer sleeve is fully retracted to expose the tip of the device, as failure to do so may compromise discharge of energy from the electrode.¿ and ¿when using electrocautery, ensure that the electrode is not in contact with conductive irrigation fluid, as this may compromise discharge of energy from the electrode.¿ replication of the reported condition may occur when the tip makes contact with the sheath of the device. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.